Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2017. Evaluation summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were a high number of short v-v intervals. Isometrics and other tests were performed in-clinic, and the issue could not be duplicated. Sensitivity was to be increased at the next device check, and the device remains in use. No patient complications have been reported as a result of this event.